Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via phone that the insulin pump had a motor error alarm. Customer stated that they got a no delivery alarm first and then a motor error. Customer stated that the alarm was not during a prime or a bolus delivery. Customer's blood glucose was 346 mg/dl. Customer stated that they do not use the sensor feature on the insulin pump. Customer stated that the pump seems to be working after completing the rewind sequence. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was also advised to return the pump with the battery and zero out the basal rates.